Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of the peripheral rotalink plus atherectomy device with a merit 3.2f snare catheter and a rotawire. The burr catheter was received attached to the advancer unit, but the coil was received detached from the burr catheter. The advancer, handshake connections, sheath, coil, and burr were visually and microscopically examined. Inspection of the device revealed that the burr was detached from the coil and on the returned rotawire. The returned burr and rotawire were returned within the merit 3.2f snare catheter, but were able to be removed from the snare catheter without issues. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported event, as the burr was detached from the coil and on the returned rotawire.

Event description:
It was reported that the burr became detached and a snare catheter was used to retrieve the detached fragment. The 80% stenosed target lesion was located in the mildly tortuous and moderate to severely calcified left distal anterior tibial artery. A 1.25mm peripheral rotalink plus was selected for use. During the procedure, the physician positioned the burr near the location of the target lesion, spun once and noticed that the burr broke off when trying to advance further down the anterior tibial artery for more treatment. A snare catheter was placed down the rotawire to retrieve the burr. After completely removing the burr, the physician just ballooned the artery. No further complications were reported and the patient fully recovered.

Event description:
It was reported that the burr became detached and a snare catheter was used to retrieve the detached fragment. The 80% stenosed target lesion was located in the mildly tortuous and moderate to severely calcified left distal anterior tibial artery. A 1.25mm peripheral rotalink plus was selected for use. During the procedure, the physician positioned the burr near the location of the target lesion, spun once and noticed that the burr broke off when trying to advance further down the anterior tibial artery for more treatment. A snare catheter was placed down the rotawire to retrieve the burr. After completely removing the burr, the physician just ballooned the artery. No further complications were reported and the patient fully recovered.